Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has complaints of "hiccupping" positionally, which is being caused by phrenic nerve stimulation from the left ventricular (lv) lead. The left ventricular (lv) lead was reprogrammed as a result of the phrenic nerve stimulation and remains in use. No further patient complications have been reported as a result of this event.